Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and the insulin pump alleging possible pump under delivery. The customer blood glucose level was 596 mg/dl at the time of incident and the current blood glucose of the customer was 480 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer performed high performance test. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports the drive support cap appears normal. The customer experienced symptoms such as they feel fine. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.